Manufacturer narrative:
Additional follow-up information can be found in section h10 intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the instrument was inspected prior to use with no issue. Superior mediastinal dissection task was being performed when the issue occurred. No system error/fault appeared. The instrument jaws were not grasping any tissue when the issue was identified. The synchroseal was used 30 minutes prior to the issue. The instrument was removed without using grip release or instrument release kit (irk). There was no adverse effect to the patient¿s tissue. There was no unexpected tissue removal. There was no unexpected bleeding. The patient did not require blood transfusion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the reported complaint. Visual inspection of the instrument found no physical, cosmetic or thermal damage at the distal end. The grips were manually opened using the grip release lever, and no issues were observed. The instrument was installed onto an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no difficulty or resistance when opening and closing the jaws. Cut and seal energy delivery tests were both performed, and both passed. Review of the logs found no failures related to the reported instrument. There was no problem detected. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the synchroseal (part# 480440-05/ lot/serial# l90211114 - 0115) associated with this event has been performed. Per this review of the logs, the synchroseal was last used on (B)(6) 2022 via system serial# (B)(4) there were 0 use remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped. Medical intervention may be required in the event that the synchroseal fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer reported that the jaws of the synchroseal instrument could not be opened. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.